Event description:
A healthcare facility in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw910 mobile infant warmer head assembly was serviced by the healthcare facility in (B)(4). Photographs of the complaint heater head were requested and provided to us. Our investigation is based on the photographs provided and our knowledge of the product. Results: visual inspection of the photographs provided revealed cracks on the right portion of the head front end. Crazing was also evident on the top surface. Conclusion: it is likely that the physical damage of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The iw910jeu baby control mobile infant warmer was repaired by the customer and was returned to service after passing the required electrical safety and performance tests.